Event description:
The user used an imaging data set that was not intended for surgery and reported that incorrect coordinates for a brain trajectory using a stereotactic arc had been provided by the brainlab planning software. The user noticed the provided coordinates were not as intended and did not apply the surgery with those coordinates. There was no quality or performance issue or malfunction of brainlab equipment.

Manufacturer narrative:
The user noticed the provided coordinates were not as intended and did not apply the surgery with those coordinates. The user used an imaging data set that was not intended for the surgery. Corrective and preventive actions: since there was no quality or performance issue or malfunction of brainlab equipment, there are no remedial actions intended by brainlab at this point of time.